Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pq91, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the device did not seem to be working. The patient had 2 or 3 cat scans recently. One was a few days prior to (B)(6) 2015 and one was two weeks before that. The patient had fallen but not on her back. She tried to increase stimulation but could not because it was painful. The patient did not have their patient programmer with her so the program was not changed over the call. She was waiting to hear back from her health care professional (hcp). The symptoms reported were peeing quite often, not being able to make it to the bathroom, and wetting herself. This occurred in (B)(6) of 2015. Also, they were feeling a pricking sensation if they moved a certain way and the ins was bulging out of their back. This occurred in (B)(6) of 2015. Additional information received from the health care professional (hcp) reported that no action was taken and the patient was scheduled for a program check on (B)(6) 2015. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.